Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The manufacturer's field service engineer (fse) reported the device the alarm test during preventive maintenance. There was no patient involvement.